Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately stenosed lesion in the cephalic vein. An 8x60mm armada 35 balloon dilatation catheter was advanced to the lesion and ruptured on the first inflation at 11 atmospheres. There was no adverse patient effect and no clinically significant delay in the procedure. An 8x40x80 armada bdc was used to successfully complete the procedure. No additional information was provided.